Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaks at the bifurcation of the trifuse extension set when infusing an unspecified fluid. It was reported that there was no tools used on the extension set. There was no report of patient harm. The events are occurring in the operation room.

Event description:
The customer reported leaks at the bifurcation of the trifuse extension set when infusing an unspecified fluid. It was reported that there were no tools used on the extension set . There was no report of patient harm. The events are occurring in the operating room.

Manufacturer narrative:
The customer¿s report of a leak at the "bifurcation" (i.e. 4-way parallel connector) was confirmed. Functional and pressure testing showed a leak at the engagement of one of the three tubing ¿arms¿ to the 4-way parallel connector engagement. Visual inspection under magnification showed a sink condition in which there was a space/gap in between the tubing and the connector, corresponding to the engagement where the leak was observed, thus creating a fluid path and the observed leak. The root cause of the leak was a sink condition in the connector, which is a supplier issue.